Event description:
A healthcare professional reported that during an intraocular lens (iol) implantation procedure while loading into company cartridge the leading haptic was broke. The surgery was completed with another iol. There were no patient contact and no patient harm. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).